Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported foot break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an unspecified procedure. Reportedly, a foot break occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.